Manufacturer narrative:
(B)(4). Analysis of the hand piece, lot #128490, found the sheath failed to retract and the actuation rods became detached from the sheath.

Event description:
It was reported that when the health care provider (hcp) went to change the positions of the needles, they failed to retract. The hcp immediately followed the dismantle directions and broke the handle to manually retract the needles. Even after that, the needles were still out approximately 3 millimeters. The patient felt extreme pain, but allowed the hcp to complete treatment with a new hand piece.